Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or porduct user. Underwater leak testing revealed a leak in the membrane under microscopy, a penetration was seen withing a whitsish patch. The ptach, when stained, exhibted the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp. Device labelling code: 1738.

Event description:
The iab was inserted into the pt on 7/30/96. After iab for approx 30 hrs at 10 pm on 7/31/96, the "slow gas" alarm sounded. The trouble shooting procedure was followed. All the connections were checked. The catheter extender tubing was inspected and the balloon was refilled. There were no further alarms until the midnight shift. Trouble shooting was again performed. The balloon then appeared to be pumping appropriately. There were no further alarms. When the catheter was removed on 8/1/96, blood was noted in the extender tubing.